Event description:
The customer stated that he opened a new carton of test strips and found the cap open on one of the bottles. No adverse events were alleged. The test strips were returned for eval, as exposure to moisture can cause high test results. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found the returned reagent to read an average of 4 mg/dl high, out of specification. Performance was satisfactory using iqa retention reagent.